Event description:
This report was received from an ophthalmologist of a pt who underwent a cataract extraction and implantation of the model 912 ceeon lens. After implantation of the iol, it was noted that the haptic was broken. Numerous attempts to obtain the details of this incident from the ophthalmologist were unsuccessful.